Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it remained in the patient. The pusher assembly was found kinked at approximately 158cm from the proximal end which likely caused the release wire to be pulled back and detached the implant coil. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached in the catheter as it was being placed in the aneurysm. The physician was not able to retrieve the implant coil without moving the other implanted coils; therefore, it was left in the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly involved in the event has not been returned for evaluation.(B)(4).